Manufacturer narrative:
Ipg sc-1132 (sn (B)(4)) passed all the required tests and revealed no anomalies. The complaint in regard to the charging issue was not verified.

Event description:
A report was received that the patient could not charge the ipg following an unrelated surgery where electrocautery was used. The patient underwent and ipg revision procedure wherein the ipg was replaced. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001.)

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient could not charge the ipg following an unrelated surgery where electrocautery was used. The patient underwent and ipg revision procedure wherein the ipg was replaced. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001)